Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data logs were returned and investigated. Per the clinical information provided, the root cause of the low pump flow issue was most likely a kinked cannula. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that there were low pump flows with the impella cp. After placement, flows suddenly went from 3.5 to 1.5 liters per minute. Placement was good and there was plenty of volume, but a sudden change occurred which limited the flows. The device was explanted and replaced with another impella cp. It was reported that the patient survived the procedure.